Manufacturer narrative:
The technician replaced the main bearing on the brake rod to resolve the issue.

Event description:
The technician alleged the brake casters would not hold. No injury reported.